Event description:
It was reported that a patient presented with a ventricular tachycardia storm, and the patient's implantable cardioverter defibrillator exhibited a charge timeout. Further examination confirmed that subsequent shocks were delivered to terminate the arrhythmia. The patient will continue to be monitored. No further patient consequences were reported.